Event description:
A non-healthcare professional reported that the patient had a post-operative retinal detachment in unknown eye of the patient after refractive surgery. The Procedure was completed without complications.

Manufacturer narrative:
H.3., H.6.: Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4).